Event description:
Patient reported she has 31 cassettes from lot: 9329615 (expiration date not provided). She was currently infusing with cassette from recall and says she was experiencing side effects, some shortness of breath and occasional jamming of cassette with pump. She did have 2 cassettes not affected by recall. Patient was advised she should switch to a new cassette and use that for infusion. Patient was also advised if shortness of breath gets worse to go to emergency room. Pharmacy informed md. Patient was informed if she switches to new cassette and symptoms do not resolve to please call pharmacy back. No further information known. Product lot number and expiration date were systematically retrieved from the dispensing system. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information¿s available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes, was any medical intervention provided? No. Is the actual cassette available for investigation? Yes. Did we replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If no, what was the patient instructed to do in able to continue their infusion? N/a. Is the infusion life sustaining? Yes, what is the outcome of the event? Ongoing, at time of (B)(6) by: patient/caregiver.